Event description:
In 2005, a pt fell while being raised in a viking m pt lift/hoist. According to the facility, the pt was being lifted from a bed when the sling hanger bar broke loose. This caused the pt to fall approx 3 inches back into the wheelchair. The pt reportedly was not injured. The equipment was taken out of serivce until inspected by liko's local distributor a week later. Upon inspection it was observed that the sling hanger bar's adapter had been removed. This unapproved component removal led to unsafe side load forces upon the hanger bar's central bolt, which broke during the lift. A new hanger bar and adapter were assembled to the lift. A complete inspection of the hoist showed no other signs of wear.